Event description:
Event was based on article neurosurgery. 2012 sep;71(3):679-91; discussion 691. Treatment of a cavernous (cav) aneurysm. Post procedure, it was reported that the patient had a contralateral intracerebral hemorrhage (ich), intraventricular hemorrhage (ivh), and ophthalmoplegia. No other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation because it was implanted in the patient. (B)(4).